Manufacturer narrative:
(B)(4). The lens was returned to our quality assurance laboratory for inspection. A visual inspection revealed that the lens had one (1) detached haptic, a distorted haptic, and the optic was torn. The lens had evidence of viscoelastic. The condition of the returned lens prohibited any further evaluation or testing of the lens. Placeholder.

Event description:
It was reported that a patient had the intraocular lens (iol) removed and replaced in the same procedure due to a trailing bent haptic which ruptured the posterior capsular bag resulting in an unplanned vitrectomy. The patient was noted to be doing well post operatively.

Manufacturer narrative:
The returned sample was further inspected at the manufacturing site under (B)(4) microscope magnification. Visual inspection revealed surface residue adhering to both sides of the optic body compatible with handling, such as during the implant and explant process. Also, one (1) of the haptics was distorted and detached from the lens drill hole (torn haptic). The complaint due to haptic torn (detached/distorted haptic) was verified in the returned sample and may be related to an error in usage. Expiration date: 10/05/2015. Device manufacture date: 10/05/2010. All pertinent information available to the manufacturer has been submitted.